Manufacturer narrative:
(B)(4).

Event description:
It was reported "upon opening the catheter casing, the doctor observed that both the catheter and the guide were tortuous." This malfunction occurred prior to use. No patient harm or injury.

Event description:
It was reported "upon opening the catheter casing, the doctor observed that both the catheter and the guide were tortuous." This malfunction occurred prior to use. No patient harm or injury.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.